Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 11 months. The device remains in use. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding and was hospitalized on (B)(6) 2016. Anticoagulants at the time of the event were aspirin and warfarin. The patient was transfused with 4 units of packed red blood cells. The bleeding resolved on (B)(6) 2016. The specific site of bleeding was not provided. No additional information was provided.